Event description:
It was reported that that this right atrial (ra) lead was surgically abandoned due to a lead fracture that had been verified under x-ray. Prior to the procedure, the pacing impedance measurements were greater than 2500 ohms, which was high out of range. A new lead was successfully placed. No additional adverse patient effects were reported.